Event description:
It was reported that during a laparoscopic sigma procedure that there was an incomplete staple line. A new device was used to complete the procedure. There was no adverse patient consequence.